Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during patient use, a blank screen occurred. The patient was manually ventilated before being transferred to another unit. There were no adverse patient effects reported.